Event description:
A pt reported they were seen by their physician and hasn't been able to test for one week. Their one touch ii meter allegedly would only prompt insert strips message. There was no result on their meter. There were no other tests or comparisons made. Treatment was physician increased pt's insulin. No further info has been reported.